Event description:
It was reported via legal documentation that approximately 37 months after a right total shoulder replacement procedure, the patient underwent a revision procedure to address prosthesis wear. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-00919, 1038671-2025-00917 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation, investigation findings, investigation conclusions). The following sections were corrected: h6 (component code). The revision reported was likely the result of humeral liner disassociation leading to subsequent metal-on-metal articulation between the humeral tray and glenosphere and prosthesis wear. However, the reported infection cannot be confirmed and the cause cannot be determined based on the information provided. Potential contributions of patient and user-related considerations, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the disassembly of the humeral liner cannot be confirmed as the devices were not available for evaluation and no radiographs or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.